Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products ¿ femoral screw catalog 681500010 lot unknown; nkii femoral stem catalog 621512165; nkii tibial stem catalog 621500180, unknown femoral component, unknown tibial component. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03390, 0001822565-2017-03391, 0001822565-2017-07481. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): femoral screw, catalog 681500010, lot unknown; unknown nkii femur; unknown nkii tibia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report:1822565-2017-03391.

Event description:
It was reported that approximately two months post knee arthroplasty, the patient was experiencing diffuse tenderness and palpitations as well as radiographic evidence of holes around the tips of both stems. Attempts have been made and additional information on the reported event is unavailable.